Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device had an unknown issue while resecting the appendix. A new device was used to complete the case. No issue with handle. Handle was used successfully. There was no injury caused to the patient and no medical intervention was required.